Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Approximate age of device ¿ 4 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that labs revealed the patient had low hemoglobin and the patient was admitted. The patient reportedly received 1 unit of packed red blood cells (prbcs). Esophagogastroduodenoscopy (egd)/colonoscopy were performed and revealed no source of bleeding. It was reported the patient received one more unit of prbcs and the patient had bright red blood per rectum. The patient required one more unit of prbcs and was then transferred to another hospital where egd and colonoscopy were performed again. It was reported that a clip was applied to prior polypectomy site. It was reported that capsule was negative for small bowel bleeding. Reportedly, bleeding ceased and the patient was discharged to home. No further information was reported.